Event description:
It was reported that the customer was hospitalized in (B)(6) 2014 due to high blood glucose levels. The customer's blood glucose at the time of admission was 600 mg/dl. It was discovered that the high blood glucose was attributed to the infusion set. The customer stated that the cannula was bending during insertion. The customer stated that she was hospitalized another instance but the issue was due to her heart. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.